Manufacturer narrative:
Continuation of d10: product ID 977d260, lot# va21utn001, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, lot#: va21utn001, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 16-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning trial patient with wireless external neurostimulator (wens) for unknown indication. It was reported the patient was not having success with scs trial, and the lead was pulled tuesday morning, but by 3 am wednesday morning, the patient was having nerve pain, a stabbing pain to the feet. Patient reports difficulty with walking, she generally uses a walker, but now patient cannot lift her leg and she has to use a wheel chair. Patient has paralysis and nerve damage from cervical surgery 3 years ago, and scs trial was to see if her nerve pain can be relieved. The healthcare provider (hcp) first notified rep of patient's issue yesterday. MRI showed 2 hemorrhage sites, l1 and t12, the site of lead placement. Patient was going to have emergency surgery to address her pain. Subsequent information from the manufacturer representative (rep) reported that patient's weight was asked and unknown. The customer disposed of device in biohazard per office protocol. The rep added that the trial was not successful as it was a one lead trial due to scar tissue and difficult placement. On MRI it appeared as though there was a hemorrhage, but it was pus and the spine was filled with an infection. The healthcare provider (hcp) cleaned the infection out and placed a drain in the patient at the time of surgery. The patient has a PICC line for antibiotic treatment and was awaiting cultures to determine the correct antibiotic and would be on an infusion daily for 6 weeks. No further complications were reported/anticipated.